Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the patient experienced bacteremia. The patient presented to the emergency department feeling weak, tired, lightheaded, and dizzy; blood cultures revealed gram positive cocci and granulicatella adiacens. A transthoracic echocardiogram was negative for vegetation and the bacteremia was treated with medication. The device remains in use. The patient was a participant in (B)(6). No further patient complications have been reported as a result of this event.